Event description:
It was reported that the device had channel errors. However, when the customer looked at the error logs, the errors are actually pressure sensor bottle side errors. This was reported to bd representatives during site visit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported complaint of reported channel error was not confirmed as no devices were returned for the investigation. The events could not be conclusively identified from the email-only investigation. Laboratory testing of the suspect device could not be performed since the incident device was not received for this investigation. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. Root cause: the root cause of the reported channel error could not be determined, as no devices were returned for investigation. The events could not be conclusively identified from the email-only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel errors. However, when the customer looked at the error logs, the errors are actually pressure sensor bottle side errors. This was reported to bd representatives during site visit. There was no information on patient involvement.